Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc catheter noted blood and contrast visible in the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a radial rupture in the middle of the balloon, confirming the reported complaint. Additionally, the distal edge or the rupture was wrinkled and there was balloon shredding observed in both the proximal and distal tapers of the balloon. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The balloon exhibited a tear located along a fold, intersecting a crease. The flap of balloon material at the tear was also slightly pushed back and exhibited inner surface damage. Since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized during pre-dilatation without incident, this indicates that the balloon was not damaged prior to the procedure. The balloon material was likely damaged (scratched/peeled) from an interaction with other devices, the previously implanted stents and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Also noted during the analysis was a kink in the support mandrel at the distal end of the bayonet. However, this damage was not originally reported in the case description and likely occurred during use or from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: heartrail 6fr al1; stent: promus 3.0x18mm, promus 3.0x28mm. The device was received. Investigation is not yet complete.

Event description:
It was reported that the target lesion was located in the mildy calcified right coronary artery. Pre-dilatation was performed with the 3.25x12 mm voyager nc prior to deployment of two promus stents. During post-dilatation with the same voyager nc, the balloon ruptured at 14 atmospheres. No patient effects were reported. No additional information was provided.